Event description:
Pt was given capsule for pillcom capsule endoscopy. Equipment was removed and connected to computer 8 hours later so data could be downloaded and when checked the next am, there were gaps in the video that was made. Pt had already been discharged and physician stated test would be repeated as outpatient.